Event description:
It was reported that during preventative maintenance it was discovered the case was cracked. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front cover cracked on the top right, enclosure cracked under the quick connect, faded line cord, reservoir gasket is worn out, outdated quick connect, printed circuit board (pcb), and power switch. Per functional testing, the device leaked from the water tank cover and was slowly leaking from the crack on the enclosure under the quick connect. The complaint was confirmed. The root cause was wear and tear from daily use of drain tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.